Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged elevated blood glucose readings above 200 mg/dl after changing infusion supplies, with no pump alerts and no visible leakage; the user replaced the infusion set (inset 23", 6 mm) and noted no bent cannula upon removal, and troubleshooting and education were completed. Symptoms included hyperglycemia without ketone testing, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no need for assistance, and no medical intervention or hospitalization. Investigation included user interview, supply change, visual inspection of the removed set, and review of device alerts. Investigation of this case revealed no device alarms and no observed hardware anomaly related to the infusion set; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.